Manufacturer narrative:
Correction: d1. The customer had difficulty retrieving device logs, but a review confirmed only one instance of the reported issue. Based on the log file review, the issue is consistent with a main board failure. Technical support advised the customer to replace the mainboard to resolve the issue.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. H4: device manufacture date is unknown. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
The customer reported that the vent was experiencing difficulties during the boot-up process and was displaying issues with the user interface. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.